Event description:
It was reported that the implantable cardioverter defibrillator (ICD) discriminator did not withhold for the patient's double tachycardia. The patient received inappropriate therapy. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.